Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group deutschland. Sorin group (B)(4) received a report that the level sensor of sorin s5 system did not stop the pump during a procedure. The customer reported that the level sensor was assigned to the pump, but became unassigned on its own during the case. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the level sensor of sorin s5 system did not stop the pump during a procedure. The customer reported that the level sensor was assigned to the pump, but became unassigned on its own during the case. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A video was provided to livanova (B)(4) for investigation. The video was analyzed and it shows a pump with a link to the bubble measurement and pressure measurement. The pump does not have a link to level measurement. The level sensor is activated ¿ an acoustic alarm is sounding ¿ but it is not connected to the shown pump. The readouts taken also revealed nothing unusual; the level sensor module did not save any timeouts, meaning the module and its function were without failure. The videos were reviewed several times, but unfortunately only the video only showed the pump display without the symbol and did not capture the event of the symbol disappearing. The exact root cause is unknown. However, attempts were made to reproduce the problem at livanova (B)(4) without success. Different software versions of the level module were tested and no issues were noted, leading the investigator to exclude software or hardware problems as the cause. The error was resolved by restarting s5 system, which indicates that there were old or double registrations, or that the configuration had not been checked correctly. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The customer stated that the device will be monitored and if the issue recurs, the whole system will be made available for return.